Event description:
It was reported that an infusor elastomeric device leaked into the over-pouch. This event was noted prior to use. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not returned; however, a photograph of the device was received for analysis. Inspection of the photograph found no clear evidence of leakage inside of the overpouch that contained the sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.